Manufacturer narrative:
Product analysis summary: the stent was positioned between the markerbands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the two most-distal stent wraps with struts raised, bunched, and overlapping. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the proximal lad with 88% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using another resolute integrity device. No patient injury reported. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.